Event description:
A customer reported receiving alarm 2 followed by alarm 26, indicating an occlusion issue with their insulin pump. Despite this, there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions on how to troubleshoot the issue by disconnecting the tubing and trying specific boluses, but the occlusion alarms persisted. The customer was advised to change cartridges every three days and try samples, with the recommendation to use new tissue areas for inserting sites. Additional support and follow-up assistance were arranged to resolve the issue.